Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During a meniscal repair, the suture was located within the applier. The first trigger worked well. The second one didn't use another suture. Additional information received via email from the affiliate on 3-4-2016. I confirm the date the event: is correct. The issue was when deploying the second anchor. The procedure was completed with another anchor. The first anchor was removed from the patient. The surgeon used the original hole to complete the procedure. This failure extended the procedure time around 45 minutes.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation shows that the two implants are still under the silicone sleeve and that the sleeve has been pushed back toward the proximal end of the needle and folded over the two implants. This could have been caused by over-penetrating the needle. When the needle is over-penetrated, result in a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants are shifted out of place, and the silicone can develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. Also the needle attachment key feature, which attaches the needle to the applier showed signs of damage and bending. This bending of the key feature is typical of an extreme load applied to the needle or could have occurred when the needle was forcefully removed from the applier. It is also unknown if this damage happened during the shipping and decontamination processes. It cannot be determined at what point in time this failure occurred. This complaint can be confirmed. A batch record review has been conducted for these devices that were manufactured in may of 2015 to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).